Event description:
During a follow up call for an unrelated event, the peritoneal dialysis nurse stated the patient had his pd catheter removed due to both fungal and enterococcus faecalis peritonitis that may have been due to aseptic technique or touch contamination. The patient's treatment and course of care were not provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Based on the 16 pages of medical records information it appears that on (B)(6) 2015, this (B)(6) male patient had a peritoneal dialysis catheter that was positive for enterococcus faecalis and candida tropicalis. On (B)(6) 2015, the patient was admitted into the hospital and the patient's peritoneal dialysis catheter was removed and a right intrajugular hemodialysis catheter was placed. Patient also diagnosed with chronic upper extremity thrombophlebitis at the time of hemodialysis placement. Four hours following surgery, the patient was found to have a large amount of swelling around his umbilicus region which required exploratory surgery on the same day. This second post-operative diagnosis was determined to be a wound hematoma. The patient was discharged on (B)(6) 2015. According to the peritoneal dialysis registered nurse (pdrn), the patient had his peritoneal dialysis catheter removed. The patient had a drain complication on (B)(6) 2015. This drain complication occurred after the positive culture for peritonitis and was no impact on the patient's peritonitis. Both candida and enterococcus suggest that the peritonitis may have been due to aseptic technique or touch contamination. In addition, the physician documented the patient had an infected peritoneal dialysis catheter. Fresenius is not the manufacturer of the peritoneal dialysis. The patient was placed on hemodialysis for treatment and the plan for resuming peritoneal dialysis treatment is not clear. Medical records do not contain peritoneal dialysis progress notes or treatment sheets for review. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler and the patient's diagnosis of peritonitis.

Event description:
During a follow up call for an unrelated event the peritoneal dialysis(pd) nurse stated the (B)(6) male patient with end stage renal disease (esrd) had an infection with his pd catheter. The patient was admitted to the hospital on (B)(6) 2015. The patient had his pd catheter removed and a right internal jugular tunneled catheter for hemodialysis(hd) was placed on (B)(6) 2015. The patients abdominal wound was bleeding and was re-explored. On (B)(6) 2015, only 40cc had drained from the surgical site since surgery and the wound was determined to be in good status. The patient was discharged on (B)(6) 2015.